Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to update the evaluation conclusion code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited out of range shocking impedance measurements ranging from 125-153 ohms. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.